Event description:
It was reported that the customer's insulin pump has physical damage. The back of the insulin pump has fallen off. Customer is a child and the blood glucose reading is over 600 mg/dl. Caller will be taking customer to hospital. The drive support disk is protruded. Advised caller that that insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed displacement test and self test. The insulin pump received with cracked end cap, missing end cap sticker, scratched lcd window, cracked battery tube threads and cracked reservoir tube. Unable to complete functional test including basic occlusion, occlusion, prime and excessive no delivery alarm test due ot cracked end cap. Drive support disk was inspected and no anomaly was noted.